Event description:
The patient was discharged post-op 1 week. Patient was treated for a wound infection (post-op date and source of infection unknown).

Manufacturer narrative:
No additional information could be obtained despite multiple attempts.